Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. A visual inspection of the returned drill guide reveals the threads are stripped and the connecting holes have gouges. The two intertan drops reveal scratches, burrs, gouges and the pull pins are loose. The bolt reveals the threads are stripped. For the guide bolt, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the other devices, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery for a intertrochanteric hip fracture, intramedullary nailing, when drilling for the distal screw through the 4.0/9.0 drill sleeve and 125d drop, the 4.0mm drill bit could not hit its target hole. Rather than target the hole, the above instrumentation caused the drill bit to target into the metal of the nail. The guide bolt holding the intertan short nail seemed to be secure. It had to remove the drill guide and finish the surgery by freehand locking the distal screw. It is very likely that some sort of defect/wear on the instruments is causing misalignment. The procedure was resumed, after a significant delay, with a change in the surgical technique. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: case(B)(4).